Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a recent ventricular arrhythmia episode from this implantable cardioverter defibrillator (ICD). Upon review, it was determined that the patient was in ventricular tachycardia and that the device delivered two bursts of anti-tachycardia pacing (atp) to attempt to convert the arrhythmia. However, it was noted that following the second atp delivery, the patient's rhythm accelerated into the ventricular fibrillation (vf) zone. Appropriate shock therapy was subsequently delivered by the device to convert the patient back to the normal sinus rhythm. The physician elected to adjust the patient's beta blocker medication and lower the programmed treatment zones to resolve the event. The patient is continuing with remote monitoring and no additional adverse patient effects were reported. This ICD remains implanted and in-service.